Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter wherein the deflection mechanism became stuck. It was reported the deflection of the catheter stopped working and the decanav electrophysiology catheter would not uncurve. The catheter was replaced to resolve the issue. There were no reports of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter wherein the deflection mechanism became stuck. It was reported the deflection of the catheter stopped working and the decanav electrophysiology catheter would not uncurve. The catheter was replaced to resolve the issue. There were no reports of patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the decanav catheter. Deflection testing was performed and observed that the tip deflects properly. The event described could not be confirmed as the as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 4/8/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the catheter in good normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).